Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was in a meeting and the cgm was reading 95 mg/dl. He felt confused and was unable to check a bg reading during the meeting. He then had numbness in the arm. He ate a granola bar (about 30 grams of carbohydrates). He still did not check a bg finger stick because he did not have a meter on hand. He called his wife and she advised him to go to the nearest hospital. When he arrived at the emergency room (ER) around 5:00pm, he was assisted by a medical doctor. He was alro given a turkey sandwich to eat. At the ER, they did tests to rule out a stroke. Through the tests, they found that the patient was hypoglycemic. The hospital's bg meter was 45 mg/dl and the cgm was 75 mg/dl. The patient was admitted to the hospital that day and discharged on (B)(6) 2023 at around 6:00pm. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.